Manufacturer narrative:
Corrected information: b1 (inadvertently omitted).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from a loose connection between the fresenius apd luer lock connector and the baxter solution bag during an unknown phase of pd treatment. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. There was no fluid leak observed within the cycler. The patient was advised to cancel treatment and notify the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient reported that treatment was completed with the cycler after the leak was observed, however, the last fill with the baxter bag was not completed. There was no damage observed on the fresenius apd luer lock connector. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient was treated with unspecified prophylactic antibiotic of unknown strength 3 doses every 12hrs via intraperitoneal administration. The connector used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.